Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "bilateral ruptures and exchange." Device remains implanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Patient reported right side ruptures and exchange. Device has been explanted and replaced.

Event description:
Device has been explanted.